Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was to report that about 6 months ago the patient noticed all of a sudden, a change in symptoms. The patient said that they didn't realize that due to series of falls that the wire between the stimulator and whatever had busted so they had to put in a new system. The patient said that received a new implanted system about a month ago.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va2ul6s); product type: 0200-lead; implant date on (B)(6) 2024; explant date on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.